Event description:
Importer orient europharma received a customer complaint from "(B)(6) hospital" on 26nov2025 and relayed the event to biotissue on the same date. The information received indicated the treating physician placed a prokera-16 device onto the eye of a patient for treatment of stevens-johnson syndrome (sjs) after performing pseudomembranous debridement. The patient was reported to be using an antibiotic (cravit/levofloxacin) and steroid (methylprednisolone) during the prokera treatment. The patient immediately experienced significant pain after product placement. The pain was initially relieved after repositioning the product, however, the patient was awakened by pain during sleep on the night of (B)(6) 2025. The device was removed on (B)(6) 2025. Upon examination with a slit lamp (while device in the eye), "the doctor noted two defects on the ring." After removing the ring, a noticeable inflammatory reaction was observed in the conjunctiva (conjunctivitis). The device was noted to have remained intact, with no breakage or amniotic membrane detachment. No additional treatment was given, however, the physician advised the patient to continue using the preservative-free steroid the patient was already using to manage the inflammatory reaction. The patient has since resolved and the patient recovered, although no date of recovery was provided.

Manufacturer narrative:
The attached medical device report, is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received 02/18/2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection (mar 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between march 2024 and february 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection 02/18/2026. We respectfully request that FDA accept this retrospective MDR as part of our commitment to address the observation, perform corrective action, enhance regulatory compliance, and continuous improvement.